Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. The patient was connected at the time of the alarm. Technical service representative (tsr) had the patient clear the alarm. The tsr explained the alarm to the patient. The patient advised the solution had transferred from the solution bag to the heater bag. The patient stated the final bag port was wet at the connection point. The patient advised they had made tight connections. The tsr assisted the patient in removing the cassette. The patient stated they would complete therapy with manual supplies and contact their nurse. The tsr reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information provided. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.